Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4). Has been completed. The reported problem (cannot complete testing) has been confirmed. Upon investigation the ECG a/b to front te cable was cut between ECG a and b. The root cause for the cut cable was physical abuse. There was no death or adverse event associated with the belt malfunction

Event description:
04/25/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned an electrode belt and reported that the belt had non-functional therapy electrodes.